Manufacturer narrative:
Event evaluation showed blind vacuum was created as sclera tissue covered the suction hole. Eye applanation was maintained through the pressure of the applanation cone, and the treatment was able to continue. Customer was advised to work in a dryer condition to keep suction hole free. Root cause was assessed to be related to operational context; specifically suction hole being covered by scleral tissue. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Surgeon reports vacuum loss at the eye. Device continues lasering. No patient harm reported and no additional information has been received.